Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 6.9 mmol/l at the time of the incident. The customer showers with the insulin pump, the display first had a red stripe and now has several stripes yellow, blue, green, orange and purple. The customer stated there maybe fluid inside the insulin pump. The insulin pump had no damage or cracks. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify missing segments/partial display and rainbow display due to blank display. Also, received with moisture damage on the motor, force sensor, and inside of the battery compartment. No moisture damage was found on the keypad assembly. Insulin pump was received with scratched case, end cap address label fading, cracked battery tube threads, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.